Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose value was unknown at the time of incident. Troubleshooting was done and customer stated that the insulin pump did not beep during tone test and also not vibrate. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify audio or vibrate anomalies alarm due to unresponsive button.